Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor. Unable to perform the excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside of the device and passed. No unexpected failed battery alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during changing site and priming. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.